Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the definitive cause for the reported thrombus cannot be determined. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtr was advanced into the left atrium, however a clot was observed at the top of the clip. The activated clotting time (act) was 265 seconds. At this point, the clip delivery system (cds) insertion/movement into the straddling position was stopped. The physician felt removing the device had the potential to risk the clot to detach from the clip. Extra heparin (5000 units) was given, and the act levels were noted to be increased about 310 sec. After 5-10 minutes, the clot disappeared. The procedure continued and the clip was successfully implanted reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.